Manufacturer narrative:
(B)(4). The device in question was not returned, thus the leak at the hub was unable to be confirmed. A search of the complaint handling database and lot history record for this lot number was unable to be performed, as the lot number was not provided. An expanded investigation was performed and a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat thrombosis of a superficial femoral artery. A 6.0 x 60 mm armada 35 balloon catheter was advanced to the lesion; however, during pressurization, there was a leak in the shaft at the hub. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.